Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The visual analysis demonstrated that the distal part of the lead was found bent and pulled out of the ring electrode. Blood penetrated the lead. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damages traction forces during the surgery should be taken into consideration. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead displayed loss of capture. The lead was found to have dislodged. A revision procedure was performed and an attempt was made to reposition the lead, however, it dislodged once again prior to pocket closure. The lead was ultimately explanted. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.